Event description:
It was reported when using the bd vacutainer® edta 2k there was no label or missing label information. The following information was provided by the initial reporter. The customer noticed "there was no label on the product."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.